Event description:
The radiofrequency ablation (rfa) was for right atrial (ra) flutter. The electrophysiology study was with av node ablation. 100 percent a pacing was set at 80 bpm because the physician determined if the rate was higher than 80 bpm, the patient was likely in slow ventricular tachycardia (vt).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be determined through this evaluation. Following this event, the patient remained ongoing on the device. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed and underwent a right heart catheterization with transplant hemodynamics (n/a). There was a successful rfa of atrioventricular node (avn) conduction. An electrophysiology study with atrioventricular node with the device in situ was conducted and 100% a pacing was set at 80 bpm.